Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/24/2020. Section h3: device returned to manufacturer: yes. Device evaluation: a complete healon gv pro product was received. The cylinder had not been activated. A small hole was observed on the sealed tyvek lid.based upon the inspection of the complaint sample, a hole in the tyvek lidding of the product has been observed. This would confirm the initial report of a hole in the tvyek lid. However, there is no obvious cause of the puncture in the tyvek lidding from the product itself, either from the syringe inside the sealed blister tray or from the product box and thus there is no confirmed product defect due to the manufacturing processes. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. The search revealed no similar complaints have previously been reported on this batch. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: date unknown/ not provided. If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inner/primary packaging of a unit of healon gv pro had a little hole. This was identified during unpacking and handling with no patient contact. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.